Event description:
It was reported in a journal article that one patient experienced approximately 6mm of stem subsidence after an unknown amount of time post implantation. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source:(B)(6). Customer has indicated that the product will not be returned for evaluation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Doi: does the use of the largest possible metal head increase the wear of vitamin e-doped cross-linked polyethylene? Two-year results from a randomized controlled trial.(B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1; a3; b5; b7; d1; d2; d4; d6a; d10; g3; g4; h2; h3; h4; h6 d10: 110010247 ¿ g7 shell ¿ 3455165 010000851 ¿ g7 liner ¿ 3433456 163674 ¿ cocr head ¿ 997220 reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient presented to physician approximately 3 months post total hip arthroplasty experiencing pain. It was found that the stem component had subsided approximately 6mm. The patient returned 3 months later where the surgeon had confirmed the stem had settled. No revision surgery or medical intervention has been reported to date. Attempts have been made and no additional event information is available at this time.